Manufacturer narrative:
The pump had an unresponsive up button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 7.5 mmol/l. The customer stated button is not responding and she is finding it difficult to use. The customer is not sure of any significant event leading to the keypad issue. The customer was advised that the device would be replaced.